Manufacturer narrative:
Date sent to the FDA: 03/10/2021. Additional h6 component code: g07002 ¿ conforming device. Additional information: d9, h6. Additional h-3 summary: visual analysis of the returned sample determined that needle piece and a needle/suture piece of product code k833h was received for evaluation; the needle was received broken in two section, swage area attached to suture piece and a needle piece, no needle pull of was noted. Due to condition of the broken needle, additional evaluation by laboratory is necessary to determine the assignable cause. Additional analysis: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code k833h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation.the evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Representative samples: thirteen unopened samples of product code k833h were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch phh213, k833h and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure the needle popped off the suture. The needle fell into the patient but was retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.